Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Reportedly, the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to "high"; although specific value was not provided. Cause was not known. Customer consumed glucose liquid to address low bg and a correction bolus was delivered to address elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.